Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the balloon of the foley catheter was ruptured after 1st day of placement of a catheter in the pelvis after total cystectomy.

Event description:
It was reported that the balloon of the foley catheter was ruptured after 1st day of placement of a catheter in the pelvis after total cystectomy.

Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. The reported failure was able to be reproduced. The product was used for urological care. Based on the evaluation, sac burst along lumen without missing piece was observed on the returned catheter. However, the exact cause of how and when the problem occurred could not be determined. A potential root cause could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/ thin sac. Pfmea ra87p003 rev 22 (sac manufacturing process) was reviewed for this investigation. The failure mode is addressed in step/item # 3 . A potential root cause for this potential failure mode could be due to thin sac due low latex viscosity. Based on information in the pfmea, the risk of this failure is medium. Current controls in place are adequate to mitigate this failure mode. A review of the device labelling has been conducted for investigation purposed. The IFU is attached in the investigation overview tab. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Correction: d, e, h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.